Event description:
The pt obtained results of 304 and 220 mg/dl on the reported meter within 10 minutes of each other. The pt received no medical attention at the time of concern. The customer service agent (csa) walked the pt through 2 consecutive control solution tests, which fell outside of the control solution range. The meter, test strips and control solution were replaced.